Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported the infusion sets have leaked and had kinked cannulas over the last 6 weeks. He experienced elevated blood glucose of 17-18 mmol/l (306-324 mg/dl) as a result. He changed to a different infusion set type and had no further issues. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. Product was requested to be returned for evaluation.